Manufacturer narrative:
This supplemental report is being submitted to provide the final investigation results, including corrections to the previously submitted report. Updated fields: b5, d9, h2, h3, h6, h11 corrected fields: h6 the type of investigation in the initial report should be b21, the investigation findings should be c21, and the investigation conclusions should be d16. The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a blurry image. The event occurred during inspection for use. There were no reports of patient involvement.